Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device caused the associated defibrillator to automatically charge energy, when the energy select was pressed. Complainant indicated that there was no patient involvement in the reported malfunction.